Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Customer was having problems with the removing/installing the battery cap. The blood glucose reading is 216 mg/dl. Customer was not feeling well. The blood glucose reading increased to 355 mg/dl. Customer has been vomiting. Hospital is treating the high blood glucose. Nothing further reported.